Event description:
Hcp reported "latex allergy, therapy related". Info via annual device tracking report, "developed seizures, baclofen removed from the pump and replaced with saline". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.